Manufacturer narrative:
The company representative examined the system and did not find anything that would have contributed to the reported event (with the system). The system was determined to have met specification. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a posterior capsule tear/rupture following the laser portion of laser assisted cataract surgery. Additional information requested.